Manufacturer narrative:
Investigation summary: one photo was received for quality investigation. The customer complaint of separation was verified by evaluation of the photo submitted. The photo shows that the tubing separated from the outlet port of the y-site body. A device history record review for model mx5301lot number 22099253 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample being received, an investigation could not be performed to determine a root cause.

Event description:
It was reported that 2 bd maxguard pressure rated extension set with y-sites experienced IV set disconnection. The following information was provided by the initial reporter: fell apart prior to patient application in our ER. The problem occurred twice in one lot.

Event description:
It was reported that 2 bd maxguard pressure rated extension set with y-sites experienced IV set disconnection. The following information was provided by the initial reporter: fell apart prior to patient application in our ER. The problem occurred twice in one lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.